Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was implanted with a permanent scs system on (B)(6) 2017. While in post op, the patient experienced numbness below the abdomen and bilateral leg paralysis. The physician decided to take the patient back into the operating room where the patients entire scs system was removed. The patient has regained movement in both legs and the issue has resolved.